Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing; main printed circuit board assembly and lcd (liquid crystal display) found out of electrical specification. Analysis also found the knobs are contaminated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the display module and the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis noted that the battery removal test failed, after replacing the capacitors the battery removal test passed. It was also noted that the display module failed active current testing, after removing the defective diode, the active current passed. Conclusion: the battery removal failure was confirmed to be caused by capacitor component failure and the active current failure was caused by a diode component failure.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.